Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that a device delivered inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response. The device originally diagnosed the rate as svt and sudden onset determining vt. The device was reprogrammed.